Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation:the pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs162) due to the user not priming the pump after occlusion alarms on (B)(6) 2018. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of a loss of prime issue was not duplicated during investigation. There was no defect found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.